Manufacturer narrative:
Other text: e1 name is unknown; no information has been provided to date. G5 no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leakage test was performed before using the tracheostomy cannula on the patient. It was found that the air bag leaked and could not be used, so it was immediately replaced with a new suction-type tracheostomy tube. No patient injury was reported.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Other text: h6 - evaluation codes: updated. D3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.